Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 15 mg/dl. The customer had been having issues with no delivery alarms prior to the event, and the caller called in to report the issues. After fixing the problem, the customer was treated with a bolus for the carbohydrates she ate. Shortly thereafter, the customer's blood glucose dropped, and she even stopped breathing. The customer was given six units by manual injection and five more units with the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was also accurate. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.